Event description:
It was reported that the patient was currently sedated, the reason was unknown. Per caller, when they tried to extubate the patient he tried to bite down on the tube. Considerations for patient management were being explored. The pump was delivering hydromorphone, clonidine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was in the hospital for reasons "unrelated to his pump". No changes to the pump's programming or medication was made. The sedation of the patient was not device related. No device troubleshooting was performed. As of (B)(6) 2012, the patient was doing fine and was receiving effective therapy. The healthcare provider indicated the patient was not receiving any clonidine. The medications in the pump as of (B)(6) 2012 were dilaudid, bupivacaine, and baclofen.